Event description:
A malfunction alarm was reported with code malf 16, and it was indicated that the malfunction code was not resettable. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to use an alternate form of insulin therapy, mdi, while waiting for a replacement as the pump was within warranty. Technical support confirmed the shipping address and provided instructions for returning the problematic pump in storage mode using a pre-paid label within ten days.